Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user stopped being able to hear with the device on (B)(6) 2018. There is no report of any accident or trauma to the implant site. Re-implantation is considered.

Event description:
The user stopped being able to hear with the device on (B)(6) 2018. There is no report of any accident or trauma to the implant site. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: as per the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. In addition, it seems that bone growth over the reference electrode might contribute to the reported lack of benefit. However to determine an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user stopped being able to hear with the device on (B)(6) 2018. There is no report of any accident or trauma to the implant site. Re-implantation is considered.